Event description:
Baxter reports leakage from the tubing of a minicap transfer set during use. The tubing was colored black and was torn per affiliate. The affiliate reports no pt injury or medical intervention as a result of incident.